Manufacturer narrative:
It was reported that there is a hole in the smart site causing a leak. One sample model 2447-0007 was returned for investigation. The set was examined for defects and abnormalities. A hole was observed on one of the smartsites. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's review of the complaint, the condition reported seems to be a damage generate by a needle or a sharp device. This lead us that is the condition reported is not related to the manufacturing process. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.

Event description:
It was reported that unspecified bd infusion set had flow problems the following information was received by the initial reporter with the following : it was reported that the device had unknown issue. This was reported to bd representatives during their site visit. There was no information on patient involvement. "IV pump or buritrol had flow issues. After noticing blood backing up in line nurse attempted to flush, line didn't flush. Nurse noticed wetness along the outside of the line and that fluid was flowing back up the line and out the top port. Nurse pulled a clot the size of the catheter out from IV site after removing it. Pump never alarmed that there was a clot or any other problems."

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.